Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that when planning a CT spine the product was started and the error lamp of the position sensor unit lit up. No patient was reported to have been involved with this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that he psu powered up with the amber fault light on. A check of the event log indicated a battery with low voltage. Otherwise, the psu passed an accuracy test (aak) at .21 mm with a passing threshold of .35 mm. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment and replaced the psu camera. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative stating the issue was resolved by exchanging positioning sensor unit (psu).